Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarmed during testing. The pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The pump was received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer stated that she woke up 2 weeks ago with low blood glucose readings. The customer stated that she got a letter about the scroll wrap feature. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump. The customer declined to troubleshoot for low blood glucose readings.